Event description:
It was reported that during a laparoscopic adjustable band procedure, the band could not be closed during placement. A new band was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). (B)(4). Results: buckle torn and tube separation. Evaluation summary: the band/balloon without the snorkel, 60 cm of catheter with the one way valve and one part of the snorkel were returned for analysis. Per visual inspection, it was observed that the band was returned in two distinct parts. The snorkel was torn from the band. The buckle tab was also torn. The complaint cannot be confirmed, the observed damages during the visual and functional investigation demonstrate a clear buckle tab damage and the snorkel separation from the band. While it was not possible to draw a definitive conclusion regarding the root cause of the reported event, it can tentatively be concluded that the exert of forces during band closure using atraumatic grasper might be the cause of the observed damage which might be the cause of inability of band closure. A device history record (DHR) review was performed and no discrepancies were recorded during the manufacturing process.